Event description:
Spontaneous. Patient's wife reported patient's freedom 60 pump, medication leaked with last infusion. Patient's last infusion there was leaking of hizentra down patient's arm. Pharmacy will call md office to inform them of leaking during last hizentra infusion - since patient did get some of the infusion, but not the full 10 grams. Partial dose missed; no adverse events reported. Pump available for return. Replacement pump being sent. No further information. Pump serial numbers: (B)(6). Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.